Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer will revert to an alternate form of insulin therapy. A replacement was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.